Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 297, 30, and 90 mg/dl when all tests were performed within 2 minutes of each other on the compact plus system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.